Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had episodes of noise that looked like electro-magnetic interference. It was reported that these have occurred before and that the patient uses welders, chainsaws, and other equipment frequently. The lead remains in use. No patient complications have been reported as a result of this event.